Event description:
The customer called technical support (ts) and reported that the device's nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part numbers for the bezel and low-pressure plug as requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Further investigation of the complaint led to the finding that the touchscreen was functional to make setting changes at the time of the navigation ring failure. The navigation ring not working does not affect the functionality of the vent. The unit will continue to function and ventilate the patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if it cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient and thus pose no risk for serious patient injury. The original submission, MFR report#:2031642-2022-02044, no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen.